Event description:
It was reported that a folfusor sv (small volume) did not empty within the set time. This was further described as, ¿even with longer adherence, the folfusor is not completely emptied¿. The issue was identified during use on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from june 10, 2021 - june 11, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.